Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). There were target lesions located in the mid-left anterior descending (lad) artery and in the circumflex artery. The lesion in the lad was successfully treated via orbital atherectomy, balloon angioplasty and stent deployment. The physician then advanced the oad to the site of the lesion in the circumflex artery and performed three runs at low speed. Post-atherectomy angiography revealed two perforations in the circumflex artery. The oad was removed and the physician attempted to resolve the perforation via balloon angioplasty and stenting (4.0x18mm), but was unsuccessful. An additional stent (3.5x18mm) was deployed across the perforation, but did not resolve it. The patient status began to decline, so a temporary pacemaker and balloon pump were introduced into the patient in order to assist with cardiac output. Emergency measures were performed for approximately 90-120 minutes, but were unsuccessful and the patient expired. Additional information has been requested, but none has yet been received.